Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device smoking while in use was duplicated. Based on the investigation details, the likely cause was a corroded rotor and sag head, as well as, problems with bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began smoking during a surgical procedure. The procedure was completed successfully with another device. There were no adverse consequences reported as a result of this event.